Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The patient reported the implant wound had a small opening that never healed since implant surgery. There is no evidence of infection and patient did not report they were taking antibiotics. Patient to see physician soon to look at wound and rep will be present. Patient receiving good relief with the stimulator. Rep does not have additional information currently, but will report any new information obtained. The issue is not yet resolved. Additional information was received from the manufacturer representative (rep). It was reported that there was a suspected infection. There was wound dehiscence. Hcp states device has not been removed yet, but likely will be in the future the issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Physician called to inform rep that the patient came into the clinic today after having a MRI to rule out issues causing new thoracic pain that has developed over the last three weeks. The MRI revealed some compression of the cord and the physician may take out the lead and possible battery, due to the issues the patient has had with healing of the incisions and this new pain. Patient still has opening in battery incision that is being monitored by wound management as well as some small areas of fluid leaking in the spinal incision. The spine incision has been leaking for approximately one month. No infection is present. Not sure as to when explant may occur. Will follow up as new information is made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.